Manufacturer narrative:
G4: 27sep2019; b4: 01oct2019. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and resistance ratio being out of specification led to the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The system would not power off and the touchscreen was found to be unresponsive. The field service engineer replaced the touchscreen on the device to address the reported issue. After replacing the touchscreen, the device now powers on and off properly and is ready for use.

Event description:
The customer reported that system would not power off. The device was in clinical use during the time of the event, but no patient harm was reported.